Event description:
It was reported that the ilet displayed recurring ¿65 ¿ audio over/under current¿ restart alarms over several days, the device was restarted by the user, the screen remained usable, and use continued without operational difficulty; based on troubleshooting, a device replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a manufacturing deficiency. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical problem due to a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.